Event description:
It was reported that the abutment screw was loose, and the implant was fractured on tooth site #14. The implant remains implanted.

Manufacturer narrative:
Zimmer biomet complaint number: (B)(4). Patient weight: unknown / not provided. Concomitant device: dental abutment: hla4/5, abut hex-lock 4.5mm imp 5 .5 flare, unknown lot number. Therapy date: sep 3, 2019. PMA/510(k) numbers: k011028 and k013227. It is unknown at this time if the device will be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. The following sections are being reported: h6: investigation type codes were added: 3331, 4109, 4110 and 4111. H6: investigation findings code was added: 3252. H6: investigation conclusions codes were added: 4307. One (1) impl tapered scr-v sbm 4. 7mm 4.5mm 13mm (tsvwb13) was returned for investigation. Visual evaluation of the as returned products identified signs of use and bone debris on external threads. The implant was fractured at the collar. Based on the evaluation, device malfunction did occur (fracture). However, there is no existing nonconformance/CAPA/hhe/d/ie/product holds against the reported device that could cause or contribute to the reported event. Monthly post market trending review identified no actionable trends or corrective actions for the reported event or device. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. Therefore, based on the available information, the product was within specifications and likely conforming when it left zimvie. DHR review for the lot 61576496 revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimvie. Complaint history review was performed for the reported lot 61576496 and no similar event or complaint was found. Functional testing to recreate the reported event could not be performed due to the nature of the device & event (fracture). A definitive root cause could not be identified. However, based on the investigation, IFU and risk file review, the most likely cause determined from the investigation was parafunctional habits of the patient over the implantation period. No further investigation and no immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No additional event information received at the time of this report.